Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, due to a failure of the right ventricular lead (non sorin brand), inappropriate shocks were delivered on (B)(6) 2010 by the ICD involved in this MDR report. Upon interrogation on the same day, the battery voltage was at 6.03v. During the lead revision performed on (B)(6) 2010, the battery voltage was 5.3 v; due to low battery voltage, the ICD device was also replaced. The device was returned for analysis. The physician requested an explanation about the battery depletion and why battery depletion was not visible at interrogation on (B)(6) 2010. He wanted to know also why on (B)(6) 2010 the arrhythmia history did not show the inappropriate shocks applied on (B)(6) 2010.